Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had a blood glucose reading of 453 mg/dl. The customer treated his high blood glucose level by bolusing with his insulin pump. The insulin pump reported that he was receiving insulin and did not alarm no delivery even though insulin was not being delivered. The customer changed his infusion set the following day and the insulin pump performed according to specification. The product is not being returned. Nothing further was reported.